Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint(B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) membrane had become unfurled making it difficult to insert through the sheath. The customer inserted a new iab without difficulty to continue therapy. There was no patient harm or adverse event reported.